Event description:
A fenestrated tracheostomy was placed in patient on 1/22/93. On 1/27/93 at 3:45 a.m. Patient had severe respiratory distress resulting in need to bag patient until physician could arrive to change the tracheostomy. The trach was deformed when removed. A 7200 ventilator with cascade heater was also in use at the time.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.